Event description:
The report stated that during a radio frequency ablation procedure, water leaked from the connection between grip and tubing. The procedure was about to end so nothing special was done. Sterile water was in use. The patient is reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.